Manufacturer narrative:
Pump passed displacement test, rewind, and basic occlusion test. Unable to prime during prime/delivery test due to faulty force sensor resistor. Pump received with cracked reservoir tube lip and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced high blood glucose even after bolus delivery and infusion set change. Customer's blood glucose was 396 mg/dl. Insulin pump would be replaced.